Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: - capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, opening, creases, wear abrasion, were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required peer/ supervisor reviewer.

Event description:
Healthcare professional reporting no complaint against the left device. Healthcare professional later reported "capsular contracture baker grade iii with asymmetry" device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b2, b5, h6.

Event description:
There are currently no reportable events against device on record. This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Healthcare professional reporting no complaint against the left device. Healthcare professional later reported "capsular contracture baker grade iii with asymmetry" device was explanted and replaced.